Event description:
A report was received that during the patient's implant procedure the click anchor screw was lost inside the patient.

Manufacturer narrative:
Visual inspection of the clik anchor confirmed the setscrew was missing and that there was damaged to the septum membrane. The root cause of the reported event can not be determined.

Event description:
A report was received that during the patient's implant procedure the clik anchor screw was lost inside the patient.